Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that there was a problem with the refrigerant port. The console was turned off and let sit for ten minutes prior to reboot. It was noted that the coaxial umbilical cable port had something blocking it, which appeared to be dried blood. The port was removed and cleaned. The coaxial umbilical cable was replaced, and the console was rebooted. A system notice was received indicating that the refrigerant delivery path was obstructed. Additionally, the flow was not within the expected range. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of balloon catheter 2af284 / 88605-28, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for three injections. The catheter passed the performance test; electrical integrity test, and the impedance were also within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside handle of the catheter. However, some particle residue can be found at the coaxial connector, but the material was unable to be identified. Since there is no trace of the blood in the catheter handle, the residue cannot be caused by the leak of the catheter system. The balloon catheter failed the returned product visual inspection due to the debris at the coaxial connector. In conclusion, the catheter failed the returned product inspection due to the debris at the coaxial connector. If information is provided in the future, a supplemental report will be issued.